Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. The indirect decompression spacer was explanted and will not be returned as it was retained by the medical facility. There were no patient complications postoperatively.